Event description:
It was reported to boston scientific corporation that a shipment of hydra jagwire guidewires was recently received by this facility. According to the complainant, these devices appear to be less flexible with increased shearing of the outer coat. Furthermore, the complainant has expressed concern about the ability to pass product through strictures as the device is very soft. It is unknown if these observations are based on experience in actual procedures, or if it is based on inspection of the received devices. Attempts to ascertain information regarding a specific procedure, or procedures, in which the devices were used, or information regarding a patient or patients affected by the reported issues, have been unsuccessful.

Manufacturer narrative:
(B)(4). Flexibility, decrease in. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).